Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The distributor contacted animas on (B)(6) 2014 alleging the pump experienced a call service alarm three of more times within 30 days. No further information was provided. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged call service alarm issue remained unresolved with troubleshooting.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: review of the black box data revealed a call service alarm recorded on (B)(6) 2014. On investigation, the pump emitted a call service alarm when the first attempt was made for ¿rewind¿. The pump was opened for investigation and revealed a single component failure on the printed circuit board.